Event description:
The service repair tech (srt) reported that during service eval, after preventative maintenance of the device, solenoid valve number five was buzzing and getting hot. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.